Manufacturer narrative:
The reported event could not be confirmed since the affected device was not returned and no evidence was provided for evaluation. The batch record could not be reviewed because the affected device was not returned and the lot number communicated was incorrect. No corrective actions are required at this time. Indications of material, manufacturing or design related problems were unable to be identified as the lot number was not communicated. A review of the labelling did not indicate any abnormalities. More information, as well as the affected device, must be available in order to determine the exact root cause of the issue. If any additional information is provided, the investigation will be reassessed.

Event description:
As reported; "miss target occurred during drilling for inserting the screw to the distal oval hole of gamma4 nail. The screw was once removed, freehand drilling was performed, and screw was reinserted. The surgery was completed successfully after that while there was about 10 minutes delay. The surgeon is aware of the fact that there is no problem with the devices because a functional check of the nail and the targeting device was performed prior to insertion of the nail into the patient's body."

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
As reported; "miss target occurred during drilling for inserting the screw to the distal oval hole of gamma4 nail. The screw was once removed, freehand drilling was performed, and screw was reinserted. The surgery was completed successfully after that while there was about 10 minutes delay. The surgeon is aware of the fact that there is no problem with the devices because a functional check of the nail and the targeting device was performed prior to insertion of the nail into the patient's body."